Event description:
(B)(4) - it was reported by the consumer that allegedly the (B)(4) shower chair split in the middle, and she fell to the tub, resulting in bruising her back and sore all over her body. The consumer is a (B)(6) female, and would require a bariatric shower chair according to her weight. No medical intervention was sought, and no additional information was provided. Shou;ld we receive it, this file will be reviewed, and a supplemental MDR report will be submitted.